Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had difficulty measuring the femur because it was a big size (size 8-9, but he went in the end with a size 8 femoral component) and when placing the instrument the feet of the instrument did not have appropriate contact with the posterior condyles, almost not at all. And the distal cut was correctly performed and at 9 mm. So he struggled a little to lock the instrument and to be sure the measurement was accurate. He recommended that if it is possible the measured sizer instrument should have longer feet for big boned patients. Doe: (B)(6) 2017.

Manufacturer narrative:
Product complaint #pc-(B)(4). Investigation summary: we sent the surgeons recommendations of the instrument having longer feet to our bio-engineering department who responded as follows: no immediate action is deemed necessary for the current marketed product. New product development process requires complaint review therefore this will be captured and taken in consideration in future developments. No corrective action is required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: we sent the surgeons recommendations of the instrument having longer feet to our bio-engineering department who responded as follows: no immediate action is deemed necessary for the current marketed product. New product development process requires complaint review therefore this will be captured and taken in consideration in future developments. No corrective action is required. Device history lot : null. Device history batch : null. Device history review : null.